Event description:
During use of the device for a surgical procedure, the user reported that error codes f070, f139 and f233 occurred part way through the procedure. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.